Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
It was reported that a product problem occurred; during an explantation of the medtronic intrathecal pump and catheter midline incision over the area of lumbar spine, the intrathecal catheter was exposed. The surgeon gently tugged to try and free the catheter and the two anchor sites were identified while tugging on the catheter and it fractured. Further dissection couldn¿t reveal the distal portion of the catheter which was in the patient¿s intrathecal space. The incision was extended superiorly and the area superficial to the dura was explored, the end of the catheter could not be seen nor was it able to be viewed on x-ray. The catheter had been retained but the reporter was unaware of the model of the catheter as the system had been implanted at another facility. It was noted original intended procedure was explanation of the intrathecal catheter and pump. It was noted 21cm of catheter ¿retained level t12 s1-2 space.¿ the location the event occurred was noted to be at the hospital. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.